Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels between 700 and 1000 mg/dl. The customer stated that she fell on the insulin pump prior to the event. Advised the customer that the insulin pump would be replaced due to her falling on it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.